Manufacturer narrative:
The pad device was installed on (B)(6) 2007. There are 17 events recorded in the history. On (B)(6) 2008 there was a manual power up, on (B)(6) 2009 there were 4 manual power ups, all of one minute duration. Between (B)(6) 2010 and (B)(6) 2012 the device recorded 5 power ups. The last power up was on (B)(6) 2012. Multiple power ups would indicate the device was switching itself on automatically. The fault was attributed to a fault with the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involvement in this event. This device malfunctioned because the device would not power-on and the status indicator is flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.